Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same patient involving three separate products; associated mdrs #1225714-2014-01727, 1225714-2014-01726, 1225714-2014-05354, 1225714-2014-05355, and 2937457-2014-01343.

Manufacturer narrative:
This is one event (cardiovascular) of two events reported for the same pt involving three separate products, associated mdrs #1225714-2013-01727, 1225714-2013-01726, 1225714-2013-05354, 1225714-2013-05355 and 2937457-2014-01343.

Manufacturer narrative:
Add'l info received alleged the pt experienced a cardiac arrest. The add'l info is not sufficiently descriptive to be reconciled with or provide further clarification to the initial source document info. As such, the date initially provided is best estimate pending confirmation and or clarification from the reporter. Add'l inquiries will be sent to the reporter to clarify the occurrence date. Any info received will be submitted upon receipt accordingly. Associated manufacturer report numbers: 1225714-2013-01726, 12257-2013-01727, 1225714-2014-05354, 1225714-2014-05355 and 2937457-2014-01343.

Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2007 and on (B)(6) 2009, after the use of the product.